Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the PICC fractured. The exit site measurement to skin was 8cm and the internal fracture was located at 12cm i.e. 6cm internally to the patient. No change in treatment required for this patient and the patient did not come to any harm. The fluid being infused at the time the fracture was identified was 0.9% sodium chloride. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the PICC fractured. The exit site measurement to skin was 8cm and the internal fracture was located at 12cm i.e. 6cm internally to the patient. No change in treatment required for this patient and the patient did not come to any harm. The fluid being infused at the time the fracture was identified was 0.9% sodium chloride. No other information was provided.